Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. After the pm was carried out, the pressure transducer assembly gave a high zero offset, and will need replacement. The pressure transducer assembly was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: the labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a failed pressure transducer after preventive maintenance repairs. There was high zero offset. Per follow up information received via email on (B)(6) 2023, the pressure transducer was replaced due to a high zero offset. This was an air leak issue found after usual preventive maintenance parts replaced. The device was tested and failed for high zero offset. After pressure transducer replaced, issue resolved.

Event description:
It was reported that there was a failed pressure transducer after preventive maintenance repairs. There was high zero offset. Per follow up information received via email on 05may2023, the pressure transducer was replaced due to a high zero offset. This was an air leak issue found after usual preventive maintenance parts replaced. The device was tested and failed for high zero offset. After pressure transducer replaced, issue resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.